Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. The patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Product was used for therapeutic treatment.